Event description:
It was reported that, when the asymptomatic patient presented in clinic following patient notification alert for normal eri. Multiple episodes due to noise on right ventricular lead were observed. Noise was not reproducible in-clinic. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.